Event description:
It was reported that pump malfunction occurred and could not be reset, and patient indicated this was at least the third malfunction experienced with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through steps to temporarily reset and continue using pump, was advised to use multiple daily injections as backup if needed, and was informed that pump was under warranty and would be replaced; support confirmed shipping and temporary addresses, provided instructions for storage mode and pump return by pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, with these instructions also sent by email.